Manufacturer narrative:
Additional information: blocks b5 and h6 device code have been updated based on the clarification received from the customer. Block b3 date of event: date of event was approximated to (B)(6) 2020, the date bsc was made aware of the event, as no event date was reported. Block h10: an examination of the returned capio slim device revealed that there were residues observed in the device. No visual issues were observed with the catch and carrier. The ten riveting pins were in place. Furthermore, the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the catch slot without any issues. Therefore, the reported complaint of cage unable to catch the dart was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis, it was determined that the device did not present any visual issue and it worked as intended. The unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, it was concluded that the investigation conclusion code of this event will be documented as "no problem detected" since the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a boston scientific capio slim device was used during a vaginal mesh insertion procedure. According to the complainant, when the device was actuated inside the patient during the procedure, it did not release from its locked state. Additionally, the dart was not caught in the cage when the capio carrier was extended. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on april 24, 2020. The only alleged issue was that the capio cage was unable to catch the dart. There was no issue about the device not releasing from its locked state.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date bsc was made aware of the event, as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific capio slim device was used during a vaginal mesh insertion procedure. According to the complainant, when the device was actuated inside the patient during the procedure, it did not release from its locked state. Additionally, the dart was not caught in the cage when the capio carrier was extended. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.